Event description:
It was reported that during implant, it was difficult inserting the lead into the header of the pulse generator. After multiple attempts, the lead was inserted. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.